Event description:
It was reported, the drill keeps binding onto the k-wire and advance the k-wire forward.

Manufacturer narrative:
Device was discarded by the hospital. No eval will be performed. If additional info becomes available, it will be submitted on a supplemental report.